Event description:
Customer reported that on (B)(6) 2010, because his freestyle navigator continuous monitor system's transmitter and receiver were not connected, he experienced "low blood sugar" symptoms (not specified) with a resultant seizure. No third-party emergent intervention was reported. Customer self-treated by eating a granola bar and drinking juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. An investigation will be undertaken upon receipt of the customer's products. A final report will be sent when the investigation is completed. It should be noted: the date of MFR reported is the transmitter's (B)(4) date of MFR. The date of MFR of the receiver (B)(4) is: oct, 2006.

Manufacturer narrative:
Returned transmitter was visually inspected and confirmed to have cracks in the thermistor and battery door latch areas. Leak testing was also performed. The returned transmitter passed leak testing. Based on these results, this issue is not associated with remedial action 2954323-04/14/2009-002-c. This is a final report.